Manufacturer narrative:
Block b3: exact date unknown, event occurred in a month ago from the date manufacturer was made aware.

Event description:
It was reported that patients experienced pain around the implant sited and was noted that patients implantable pulse generator had moved. The patient underwent an ipg replacement and pocket repositioning procedure. The patient was doing well post operatively and the explanted device will not be return due to facility policy.